Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. No button error alarm noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated the alarm occurred when they attempted to bolus for their blood glucose. The customer's blood glucose was 138 mg/dl at the time of incident. Customer stated they were unable to clear the alarm and has not received insulin since the first occurrence. The customer could not recall any significant events leading to the alarm. Customer's blood glucose was 179 mg/dl earlier in the morning. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.